Event description:
The event occurred on an unspecified date and involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch where the customer reported that there was total parenteral nutrition (tpn) leaking from the tube. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.